Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Following our received of the one opened/used simplera sensor along with simplera serter and performed a visual inspection on the serter for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), none were found. Performed an inspection on the serter and found the unit in its disable state, then proceeded to nikon microfocus x-ray system machine (xtv-160) the unit and found the actuation clips released, inspected the insertion springs for any misalignment and none were found, also found the needle to be aligned within tolerance, also inspected insertion needle for burrs/hooks and dull needle tip defects, and none were found. Introducer needle passed per specifications. In summary: the customer complaint of insertion anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed retraction. The customer reported no adverse event. The event involved product(s) mmt-5101w1. Customer reported introducer needle being damaged/bent prior to inserting sensor. No harm requiring medical intervention was reported. Mmt-5101w1 was requested and customer response was the device will be returned.